Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. X-rays were performed and revealed a cardiac perforation to the apex of the heart due to a dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.